Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was returned severed 11.8 centimeters (cm) from the is-1 pin. This lead passed all electrical tests.

Event description:
Boston scientific received information that this right ventricular (rv) lead had out of range impedances when connected to the new device. When the lead was connected to the original device impedances were 61 ohms to 63 ohms. When connected to the new device the impedances were greater than 125 ohms. The physician elected to place a new lead and device. No adverse patient effects were reported.